Event description:
It was reported that during follow-up, minor externalization was observed under cinefluoroscopy. No electrical anomalies were detected. No intervention is planned at this time. The lead remains implanted.